Manufacturer narrative:
No button error alarm noted. However, act and escape buttons did not respond due to corroded keypad traces. Unable to perform self test and displacement test due to button keypad anomaly. Time advanced properly. Pump received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 38 mg/dl. The customer treated their blood glucose level with juice. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.